Event description:
It was reported the patient turned off stimulation one month ago due to severe asthmatic bronchitis. The patient reported experiencing intense coughing during this time and advised that stimulation turned off for the duration of the three week illness. During a reprogramming session on (B)(6) 2011, invalid impedance was observed on all scs lead contacts. A CT scan was performed and the results showed no anomalies. Surgical intervention will be under taken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.